Event description:
A female patient contacted lifecor customer support to report that the screen on her monitor goes blank sporadically. Support requested the patient perform a download. A review of the downloaded data revealed nothing out of the ordinary. There are no abnormal shutdown flags recorded. The patient stated that when she notices the screen is blank, she removes the battery pack and replaces it right away. This is recorded in the flags. Support requested that she perform a manual recording if she notices that the screen is blank, then download and inform us right away. During a follow-up call to the patient she stated that she is still having problems with the screen going blank sporadically, but only when using what she felt was the "bad" battery pack. Support had her put the "bad" battery pack in the monitor, it appeared to be working fine, displaying her name, and showing four bars of remaining charge. The patient's monitor and battery packs were replaced.

Manufacturer narrative:
Device MFR dates: monitor 08/2002. Battery pack 1 - 10/2004. Battery pack 2 - 10/2005. H.3. Evaluation: device evaluations of monitor and battery packs have been completed. The reported problem was confirmed. The 12 volt contact in the connector of battery pack 2 was damaged, causing an intermittent connection when the battery pack was inserted into the monitor. Battery pack 1 and monitor were visually examined and funtionally tested. No problems were found. The cause of the bent contact was likely a connector misalignment between battery pack 2 and the monitor during insertion. The root cause of the connector misalignment cannot be positively identified. The damaged connector will be replaced. No adverse event resulted from the damaged battery pack. The patient received a replacement monitor and two battery packs.